Event description:
It was reported that at the time of machine installation and initial setup it was found that both the visualization tool doesn't lock into the hand piece. It is a known batch failure of visualization tool and needs to be replaced.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The initial visual inspection completed found that the notch curvature of the probe plate was incorrect and prevented the plate probe from fully locking into the handpiece. The affected lots included in this ncmr were subsequently quarantined. It is possible that parts of the affected lots were released for distribution prior to the issue being detected in the field. A complaint history review was performed and found similar reports of this issue. Therefore, based upon previous complaint data and visual inspection of the returned part, the device did not meet manufacturing specifications. This issue will continue to be monitored. A relationship between the device and the reported event has been established. The probe plate had an incorrect notch curvature. The root cause of the reported was due to raw material fault from the supplier.